Event description:
A jugular filter was inadvertently placed via a femoral approach. The filter was successfully snared and removed. A second filter was successfullly placed with no pt complications and the pt has since been discharged. This device has been destroyed by the user facility. Therefore no failure analysis will be available. No malfunction of this device was reported to have occurred. Placement of an inappropriate filter contributed to this event. Co does not attribute this event to the device.